Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) device was received for evaluation; the event was not confirmed during testing. The evaluation did not find the presence or any indications of metal debris. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly shedding metal debris. There was no patient involvement; no patient impact.